Event description:
Patient has had a constant surface wound infection around the incision area. Has not been suppressed and has escalated to the joint. Implants removed and a cement spacer inserted until the infection is clear.